Manufacturer narrative:
Analysis was normal. No device problem found.

Event description:
Related manufacturer reference number: 2017865-2021-09286, 2017865-2021-09289. It was reported the patient passed away. The primary cause of death was unknown. The patient had been on hospice for the last year with no pacemaker tracking. The patient passed away on (B)(6) 2021.